Event description:
Medtronic synchro med ii - likely malfunction causing severe baclofen withdrawal followed by "coma." We believe that medtronic is underplaying the significance of the problem, thereby putting patients in severe danger. In (B)(6) 2010, (B)(6) was taken to the emergency room with high blood pressure and he was hallucinating. The cause was believed to be a heart problem. On (B)(6) 2011, my son (B)(6) was taken to the hospital with a high fever, rigid as a board, slurred speech, and seeing things. Problem was not identified as baclofen withdrawal, but remains "undiagnosed." We now believe the pump initially shut down causing withdrawal, followed by "overdosing." Because the problem is being underplayed even today, these incidents are not being properly identified as pump problems. Event (B)(6) 2011. (B)(6) was taken to the emergency room at (B)(6) with his eyes rolled back, rigid, in pain and weak and feverish. (B)(6) 2011. At hospital. His fever was brought under control. But he developed a rash on his legs, speech became increasingly slurred, had difficulty feeding himself. (B)(6) 2011. At (B)(6) hospital. (B)(6) had trouble staying awake, had difficulty keeping his eyes open, and was unable to speak. (B)(6). (B)(6) was transferred to (B)(6) hospital. They ran MRI and other tests costing over (B)(6). The tests revealed nothing. To the best of our knowledge, the pump was not tested. But as they decreased the dosage of the baclofen pump from 350 to 100 over time, (B)(6) became more alert but remained weak. (B)(6). He was transferred to the rehab institute but sent back to (B)(6) due to swallowing problems. (B)(6) 2011. (B)(6) was at the rehab institute. (B)(6). (B)(6) was sent home. Prior to leaving the rehab hospital they increased his pump to 110. Later it was increased to 125 by his outpatient doctor. (B)(6). Summary. At home (B)(6) therapy was three days a week (down from daily therapy at the rehab institute). The therapists did little in the short time they were at the home, and (B)(6) condition declined. He had gone from being able to walk behind a walker to hardly being able to stand. (B)(6). The catheter was removed by (B)(6), and we found (B)(6) was unable to control his bladder. (B)(6) (approximate). (B)(6) was admitted to (B)(6) where he received daily speech, physical and occupational. (B)(6) (approx.). (B)(6) was taken to the emergency room at (B)(6) due to health issues including psych problems. (B)(6) said he was discouraged by the slow progress. (B)(6) (approx.). Took (B)(6) in to have his pump reduced to 110 from 125. Mood initially was better, but providence was concerned about his mental state. (B)(6). (B)(6) was taken home and began outpatient therapy. (B)(6). (B)(6) took an overdose of "flowmax" and was taken to the psych ward at (B)(6). (B)(6). (B)(6) was transferred from the psych ward to the acute care unit due to spikes in his blood pressure. (B)(6) 2010. We were able to have (B)(6) pump again turned down to 95. (B)(6). (B)(6) was transferred to (B)(6) for extensive rehab services. They were to turn down the pump, but instead gave (B)(6) psych meds. This caused (B)(6) to become 'drunk" and unable to rehab. (B)(6). (B)(6) sent (B)(6) to a psych hospital. (B)(6). We found a recall of the pump was issued in (B)(6) 2011. The doctor who manages the pump was not aware of the recall. When we asked about it, she called medtronic and was informed it was not any big deal. We insisted the pump be removed. (B)(6). We took (B)(6) home, and began the process of weaning him from off the pump. Today. (B)(6) is at home and his strength increases as the pump is turned down (currently at 50). The pump will be filled with saline solution on (B)(6) and removed in (B)(6).